Manufacturer narrative:
The date the device was returned to the manufacturer was reported as february 27, 2018 in the initial report and has been updated to march 23, 2018. Upon further evaluation of the returned device by reliability engineering, it was determined that the reported condition that the attachment became unusually warm could not be confirmed. It was further determined that the bearings were worn out and loose creating a situation where the cutter could not be inserted. This is because the bearings are no longer in axial alignment not allowing the cutter to pass through. Failure was caused by worn out bearings. The assignable root cause was determined to be due to normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device had a damaged component - nose cone, bearings, ball bearings fell apart, missing balls and cage and extension sleeve damaged. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to premature wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the attachment device became unusually warm. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.